Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified; however, no failure was identified related to the fill gauge issue.

Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the insulin gauge fill estimate was observed to be inaccurate and remain static. Reportedly, the customer filled the cartridge with cold insulin. The customer's blood glucose (bg) was 309 mg/dl. Reportedly, the power source alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer reloaded the same cartridge and received an accurate fill estimate.